Manufacturer narrative:
Additional information received confirmed the event onset date (28-sep-2025) as initially reported. Correction. D1 brand name was corrected accordingly.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced blood in bowel movements requiring removal of an abdominal abscess. Additionally, the patient was on vasoactive medications and continuous renal replacement therapy for fluid removal. Later, the patient was successfully weaned from the pump and survived.

Manufacturer narrative:
No product was returned for investigation. The cause of the bleeding was determined to be patient condition because of the bleeding from the non-impella site. The cause of the renal failure was not determined due to insufficient clinical details. The device passed all post sterile inspection checks.